Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient was treated for a distal femur fracture in (B)(6) 2011. In (B)(6) 2013 the patient was operated on for pseudoarthrosis with a variable angle condylar plate. On (B)(6) 2013 it was noted the condylar plate had failed and it was removed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: date of explant unknown. An investigation was conducted and it states the topography of the fracture surface of the implant* was subjected to two-sided dynamic bending and axial loads. Constantly alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The va-lcp could not resist the applied force which finally led to the material overload and fatigue failure. Postoperative activities of the patient and instability of the fracture situation (pseudarthrosis) may have played a certain role. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Additional codes: hrs, hwc. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
An osteosynthesis was performed in (B)(6) 2011 because of a distal femur shaft fracture on the left side. According to the x-ray image, the first plate was removed on (B)(6) 2012. On (B)(6) 2013, the patient was operated for pseudarthrosis by means of the va-lcp, bone resection, autograft and lag screws (absolute stability). On the x-ray images taken on (B)(6) 2013, no plate failure is visible. The breakage of the va-lcp* and three screws was found on (B)(6) 2013. The date of the revision surgery to remove the broken implant is unknown. This is report 1 of 4 for complaint (B)(4).